Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported problem, however noted a vent inop occurrence and o2 valve failure in the ventilator's diagnostic log history. The service technician replaced the main pcb board and cable to correct the findings. Performance verification testing was completed and tests passed to operating specifications.